Event description:
The device stopped functioning during lumbar fusion surgery. The surgeon went without evoked potential device for one hour while a replacement evoked potential machine was located. According to the evoked potential technologist, no paralysis or sensory loss occurred as a result of this malfunction.